Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in netherlands as follows: it was reported that on (B)(6), 2023, during a tfna procedure for a proximal femur fracture there were issues with locking the nail. Proximal locking of the nail was achieved. When they attempted to lock the nail distally, it was impossible to drill through the nail. During an x ray, they noticed that there was something in the nail. They took out the blade and the nail and looked inside the nail. There they found a metal pin, in the nail. It was not possible to lock the nail distally. They opened a new nail and blade and finished the operation. There was a thirty-minute surgical delay. Additional medication was needed to keep the patient pain free. This report involves an unknown nail head elem: tfna helical blade. This is report 2 of 2 for (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. Upon further review it was identified that there was no allegation against the tfna blade.